Event description:
One report of product problem associated with the evotech system. The event concerns a cidex opac leak.

Manufacturer narrative:
The one reported event was identified from a retrospective review of complaints files 08/28/2006 to 08/31/2008 at asp. There is one file identified by complaint product issues numbers (pi#) included in this report. This report covers one malfunction for the evotech (50004).